Manufacturer narrative:
The facility biomedical engineer replaced the speaker and isolated the issue to the main board. (B)(4).

Event description:
It was reported to covidien by the biomedical engineer that this unit has not audio. There was no pt harm.